Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the received device was forwarded to commercialized product development for evaluation. Review of the received device confirms the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2016 via tka. It was reported that delayed infection was revealed out about 3 years after the primary surgery. Thus, the removal surgery was performed on (B)(6) 2019 by explanting all of the implants. The surgery was completed without any problem. It was unknown whether there was a surgical delay or not. The insert (p/n: 151640705) was checked after surgery, it was confirmed that oxidation (discolored yellow at load part) and damage, peeling (like delamination) at surface layer of polyethylene on the top of the insert. There was a product evaluation request of the insert in question. No further information is available.